Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. About 30 minutes post right ventricle outflow tract (rvot) and premature ventricular contraction (pvc) ablation, during the waiting period, the patent¿s blood pressure fluctuated. Intracardiac echocardiography (ice) revealed that the baseline effusion had grown slightly. Pericardiocentesis was performed to remove 250ml of serosanguineous fluid from the pericardial space. The patient was transferred to the intensive care unit with pericardial drain in place. Extended hospitalization was required as a result of the event. Patient¿s condition has improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. Physician does not believe the bwi product contributed to the patient event and stated that between pacing, high dose isuprel and heparin given, the existing effusion was aggravated. Transseptal puncture was not performed during the case. There was no evidence of steam pop during the ablation. No error messages nor product malfunctions were reported. The catheter irrigation was set at 15ml/min. Graph, dashboard, vector, and visitag were used as force visualization features. The parameters for stability used with the visitag module were range 3mm, time 3sec, force over time (fot) 25%, tag size 3mm. Respiratory gated was used as additional filter. The color option used prospectively was tag index..

Manufacturer narrative:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. About 30 minutes post right ventricle outflow tract (rvot) and premature ventricular contraction (pvc) ablation, during the waiting period, the patent¿s blood pressure fluctuated. Intracardiac echocardiography (ice) revealed that the baseline effusion had grown slightly. Pericardiocentesis was performed to remove 250ml of serosanguineous fluid from the pericardial space. Device evaluation details: the device evaluation has been completed. The device was visually inspected and the shaft was found kinked next to the handle. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications; no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Deflection test was performed and it was found within specifications, the catheter was deflecting correctly. An irrigation test was performed and the catheter failed. Further investigation revealed that the irrigation tube was cracked next to the handle. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. The root cause of the kink could be related to the handling of the device. The root cause of the irrigation tube cracked observed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Unit was inspected prior leaving the facility as there are functional tests and inspections at control points based on the process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).